Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), insomnia ("insomnia"), menstruation irregular ("irregular periods") and migraine ("migraine"), was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain") and underwent tooth extraction ("teeth pulled"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine leiomyoma, weight increased, anxiety, insomnia, menstruation irregular, migraine and tooth fextraction outcome was unknown. The reporter considered anxiety, insomnia, menstruation irregular, migraine, pelvic pain, tooth extraction, uterine leiomyoma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), insomnia ("insomnia"), menstruation irregular ("irregular periods"), migraine ("migraine"), tooth fracture ("teeth chipped") and dental caries ("tooth cavity"), was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain") and underwent tooth extraction ("teeth pulled"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine leiomyoma, weight increased, anxiety, insomnia, menstruation irregular, migraine, tooth extraction, tooth fracture and dental caries outcome was unknown. The reporter considered anxiety, dental caries, insomnia, menstruation irregular, migraine, pelvic pain, tooth extraction, tooth fracture, uterine leiomyoma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2020: information received via social media. Events "tooth extraction, teeth chipped and dental caries" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), insomnia ("insomnia"), menstruation irregular ("irregular periods") and migraine ("migraine"), was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain") and underwent tooth extraction ("teeth pulled"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine leiomyoma, weight increased, anxiety, insomnia, menstruation irregular, migraine and tooth extraction outcome was unknown. The reporter considered anxiety, insomnia, menstruation irregular, migraine, pelvic pain, tooth extraction, uterine leiomyoma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.